Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which can be considered to be the root cause of the clinical observation. Further investigations indicated that these damages were caused by overrotation of the inner coil. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Thus the electrical analysis was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead had complete loss of capture and became dislodged four hours after implant. Physician made four attempts to reposition the lead, however the stylet wasn't able to pass through the is-1 pin. It was explanted the following day and replaced. Should additional information become available this file will be updated.